Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no nonconformances. When the device was returned to mmdg for evaluation, the pump functioned as expected. Mmdg could not replicate or confirm the reported complaint. The reported alert, "still filling", is not a valid alert. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump would "stop pumping and read still filling". They stated that this resulted in an approximately three hour delay of therapy. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was available. (B)(4).